Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified cartridge error message indicating the cartridge needed to be changed. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made to obtain additional information, however, a response was not received.